Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 0.550-0.555cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that noise was observed via remote transmission. Patient was asymptomatic. The lead was explanted and replaced.